Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 9735670, serial/lot #: (B)(4), ubd: unknown, UDI#: (B)(4). No system checkout was performed as the issue resolved on the call. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that while setting up for a case, the system was functioning. The camera cart lost power suddenly. The monitor and camera were not displaying any leds. The site reseated the connections and rebooted several times. While on the phone, the system was plugged into a different outlet which resolved the issue. There was no patient present when this issue was identified.